Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with the reported event was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. The investigation did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a total knee replacement both tibial impactor and two impaction handles snapped during surgery. All pieces received from patient hospital threw out damaged equipment. A second set was brought up though also depleted due to frequent breaks. Damaged handle and fb impactor need to be replaced. Items will not be available for return. No patient consequences however surgery was delayed by several minutes.